Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "fiber optic issue" issue. The fse completed a full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.